Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). Foreign: sweden. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on (B)(6) 2024, newly repaired air dermatome does not function correctly, depth control does not work properly. There was a patient involved that received cutting wounds and required stitches in two spots. An additional device was used to complete the procedure. Due diligence information in process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery a newly repaired air dermatome does not function correctly, depth control does not work properly. The surgeon set the dermatome for 0.1 but it cut completely through the dermis. They checked that air pressure, settings, blade and assembly were correct (which they were) and tried again resulting in the same issue of the dermis being cut. As a result patient received two unnecessary 10 cm long incisions to their thigh. There was an 8-10 minute delay to set-up alternate device where the patient was under anesthesia. The patient also received two lines of continuous 4-0 sutures of about 10 bites to address the two cuts. The sites healed without any issue. No additional graft was taken. Due diligence information complete.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.